Event description:
Pt presented with redness, itching, swelling (keloids) at apligraf application site. Symptoms were first noted at two week followup visit in 2004. The date of application was 12 days before.